Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. The patient reported she did not receive an audio alert for a low. At night, the patient¿s receiver is usually with her parents in the next room; however, the night of the event, the receiver was in bed with her. Details of the event were provided to the patient by her mother. The patient reported her mother had gotten up during the night, heard a ¿thud¿, and checked on the patient. The patient was found on the floor, diaphoretic, and unresponsive. The patient could not be aroused, and emergency medical services (ems) was called. The patient¿s mother was unable to locate the receiver, therefore, the cgm value was unknown. Ems arrived and administered two injections of glucagon and after the second injection, the patient became responsive. The patient recovered and declined transportation to the hospital. The bg value at the time of the event was not provided. Per the patient, the receiver data indicated the cgm value dropped around 1:00 am and increased around 4:00 am. At the time of report, the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.